Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0072) had a rupture on the sensing portion between the yoke and terminal pin. The rate sensing portion of the lead was capped. The shocking portion remains active. Another cpi lead (0014) was implanted.